Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain\pain\ pelvic pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high, uterine fibroids, abdominal pain, vaginal discharge, back pain, dysfunctional uterine bleeding, adenomyosis, endometriosis, peritoneal adhesions, bowel adhesions, atrophic gastritis, oedema, chronic gastritis, dysphagia, esophagitis, hiatal hernia, ovarian cyst (left ovary simple cyst 1.5 x 1.8 x2.0 cm), discomfort, lower abdominal pain, endosalpingiosis and pelvic adhesions. Concomitant products included amlodipine since (B)(6) 2015 and hydrochlorothiazide;lisinopril (lisinopril hctz) since (B)(6) 2015 for blood pressure high as well as nsaids since (B)(6) 2006 and paracetamol (acetaminophen) since (B)(6) 2006. In (B)(6) 2006, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). The patient was treated with surgery (robotic assisted hysterectomy bilateral salpingectomy left oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2007: essure device was successfully occluded. Result- total bilateral occlusion. As per (mr) impression: normal appearing uterus. Bilateral tubal occlusions following implantation of essure devices. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2019: pfs and mr received: reporters were added. Patient's demographic was added. New events- abnormal bleeding (vaginal, menorrhagia),depression, mental anguish, dysmenorrhea, were added, event outcome of pelvic pain was updated from unknown to recovering\resolving. Concomitant conditions & drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain\pain\ pelvic pain') in a 39-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high, uterine fibroids, abdominal pain, vaginal discharge, back pain, dysfunctional uterine bleeding, adenomyosis, endometriosis, peritoneal adhesions, bowel adhesions, atrophic gastritis, oedema, chronic gastritis, dysphagia, esophagitis, hiatal hernia, ovarian cyst (left ovary simple cyst 1.5 x 1.8 x2.0 cm), discomfort, cramp in lower abdomen, endosalpingiosis and pelvic adhesions. Concomitant products included lorazepam for anxiety, amlodipine since (B)(6) 2015 and hydrochlorothiazide;lisinopril (lisinopril hctz) since (B)(6) 2015 for blood pressure high, oral contraceptive nos since 2003 to (B)(6) 2007 for contraception, fluoxetine for depression, aluminium hydroxide, magnesium hydroxide, omeprazole, ranitidine and simeticone (simethicone) for gerd as well as nsaids since (B)(6) 2006 and paracetamol (acetaminophen) since (B)(6) 2006. In 2006, the patient experienced nausea ("nausea"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), menorrhagia (heavy menstrual bleeding),"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression and mental anguish / psych injury") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish/ psych injury"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (robotic assisted hysterectomy(full) bilateral salpingectomy left oophrorectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the dysmenorrhoea, depression, anxiety and nausea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted insertion date- (B)(6) 2007. Patient received treatment for events- pelvic pain and genital haemorrhage, vaginal haemorrhage, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Normal appearing uterus. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dysmenorrhea and menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: outcome of the previously reported event- menorrhagia, vaginal bleeding, were updated, product indication was added, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain\pain\ pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high, uterine fibroids, abdominal pain, vaginal discharge, back pain, dysfunctional uterine bleeding, adenomyosis, endometriosis, peritoneal adhesions, bowel adhesions, atrophic gastritis, oedema, chronic gastritis, dysphagia, esophagitis, hiatal hernia, ovarian cyst (left ovary simple cyst 1.5 x 1.8 x2.0 cm), discomfort, cramp in lower abdomen, endosalpingiosis and pelvic adhesions. Concomitant products included amlodipine since (B)(6) 2015 and hydrochlorothiazide;lisinopril (lisinopril hctz) since (B)(6) 2015 for blood pressure high as well as nsaids since (B)(6) 2006 and paracetamol (acetaminophen) since (B)(6) 2006. In (B)(6) 2006, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), menorrhagia (heavy menstrual bleeding),"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression and mental anguish / psych injury") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish/ psych injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (robotic assisted hysterectomy(full) bilateral salpingectomy left oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted insertion date- (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Result- total bilateral occlusion. As per (mr) impression:- normal appearing uterus. Bilateral tubal occlusions following implantation of essure devices. Bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Events abdominal pain and general abnormal bleeding added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain\pain\ pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 39-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high, uterine fibroids, abdominal pain, vaginal discharge, back pain, dysfunctional uterine bleeding, adenomyosis, endometriosis, peritoneal adhesions, bowel adhesions, atrophic gastritis, oedema, chronic gastritis, dysphagia, esophagitis, hiatal hernia, ovarian cyst (left ovary simple cyst 1.5 x 1.8 x2.0 cm), discomfort, cramp in lower abdomen, endosalpingiosis and pelvic adhesions. Concomitant products included lorazepam for anxiety, amlodipine since (B)(6) 2015 and hydrochlorothiazide;lisinopril (lisinopril hctz) since (B)(6) 2015 for blood pressure high, oral contraceptive nos since 2003 to (B)(6) 2007 for contraception, fluoxetine for depression, aluminium hydroxide, magnesium hydroxide, omeprazole, ranitidine and simeticone (simethicone) for gerd as well as nsaids since (B)(6) 2006 and paracetamol (acetaminophen) since (B)(6) 2006. In 2006, the patient experienced nausea ("nausea"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), menorrhagia (heavy menstrual bleeding),"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression and mental anguish / psych injury") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish/ psych injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (robotic assisted hysterectomy(full) bilateral salpingectomy left oophrorectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression, anxiety and nausea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted insertion date- (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Normal appearing uterus. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dysmenorrhea and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: pfs received. New event added- nausea. Concomitant drugs added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.